Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, synapse was used on a patient. Some of the screws (random lengths/ diameters) scattered throughout the module, came out with what appeared to be a "white fluffy residue" around the threads, particularly on the underside of the head. The first few screws that were used were okay. But subsequent screws were contaminated. They finished the case using the affected set. As of yet, no harm has come to the patient. No delay was caused during surgery. It was reported that the fine fibers discovered on the screw shafts were also found on the screw caddy of the set. This report is for an unknown graphic case. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown graphic case/unknown lot. Device is a graphic case and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.